Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported one of the two power supplies of the heart lung console failed. The user observed the error message "battery may not be fully charged." An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.